Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was adhered together in an unusable way on a connection shield. There was no patient involvement. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.